Manufacturer narrative:
Upon receipt the lead was found cut 54cm proximal to the lead tip. A distal lead fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned for analysis. An extraction aid was found in the distal fragment. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis showed abrasion marks on the outer insulation (between 5cm and 2cm proximal to the lead tip). At this location the inner insulation was found damaged, which is assumed to be the root cause of the reported oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Diagnostic images clarifying this assumption were not available. Further damages such as cuts into the outer insulation (approx. 33cm proximal to the lead tip), most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientfic informed that: it was reported that this lead was explanted due to noise with oversensing and pacing inhibition but no asystole.